Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that start a new sensor occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on 03/14/2024. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a start a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.